Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient developed at infection at the ipg site. As a result, surgery occurred to explant the ipg and the patient was administered antibiotics. It is unknown if the infection has resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.